Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father stated the patient was not feeling well in class while the cgm was displaying 100mg/dl. The patient went to the school nurse, who took a finger stick reading and the patient¿s bg was 33mg/dl. The patient as administered themselves with glucogel. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.